Event description:
It was reported by repair work order that the ground path was compromised due to a missing ground pin on the power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.